Event description:
Reporter indicated that a patient had vns lead and generator replacement performed on (B)(6) 2013 due to a lead discontinuity. Diagnostics were ok with the new devices. All attempts for additional information have been unsuccessful to date. The explanted lead and generator will not be returned from the hospital per policy.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.